Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient reported bruising and bleeding at the site on (B)(6) 2026 as the infusion site was accidentally pulled out from her thigh while at work. No further information available.